Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received motor error alarm. The customer¿s blood glucose level 90 mg/dl. The customer stated that the pump fell off their hand and it lost all the memory. The customer was unsure if the drive support cap was damaged. The insulin pump will not be returned for analysis.